Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a medial meniscal root repair, the tip of the firstpass mini's jaw broke off upon passing the second suture through the root. The broken bits were retrieved from the patient with an arthroscopic grasper. Then x-ray was called to check if all parts were retrieved, only one piece showed on image, in total, three broken parts were removed. It is believed that all broken pieces were retrieved, however as discovered some parts were radiolucent, so this can not 100% be confirmed. Surgery was completed changing the surgical technique; only one suture was able to be passed through meniscus root due to the first pass breaking, therefore, this single suture was then tied off with sutures from the acl graft instead of tying off over an endobutton. There was a surgical delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states images were provided for review and confirm the breakage. While it was noted that a total of three broken parts were removed with the use of x-ray images, it cannot be confirmed 100% that all broken pieces were retrieved. The device is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. If fragments of device were retained local irritation/discomfort, and/or migration should not be ruled out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.